Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The downstream occlusions were confirmed through the history lot. The force sensor count was above the accepted range. As a result, the force sensor was replaced.

Event description:
It was found during testing that this pump was alarming for downstream occlusions. There was no patient incident since the error was found during testing.